Manufacturer narrative:
(B)(4). Updated fields: b4, d9,g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. No device catalog was reported, therefore a lot history review is unavailable.

Event description:
N/a.

Event description:
The hospital reported that there was a defective vessel harvesting device. It was reported that the silicon jaws melted and stopped working.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.